Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the reported leakage was observed originating from the replacement post pump line, connected between the support plate and the y multi connector, at the level of the y multi connector. The reported condition was verified. The lines of the set including spikes are provided by one of our internal suppliers. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from tube of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.